Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for conducted atrial fibrillation (af). Additionally, it was reported that the atp therapy appeared uneffective and was thought to have accelerated the rhythm to the ventricular fibrillation (vf) zone. Boston scientific technical services (ts) discussed that the rhythm was initially detected in the vt-1 monitor only zone and escalated to the vt zone where detection enhancements were not available. No adverse patient effects were reported. Ts discussed programming options.